Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having increased urinary retention. The caller asked about checking the device, but troubleshooting was unable to be performed as the caller did not have a device to interrogate the implant. The caller planned to follow up to get a patient controller or a representative to attempt to interrogate the device. They indicated that the patient was in the hospital as a result of the symptoms and the increased retention was new with this admission to the hospital. A specific event date was not provided. There were no device issues or further patient complications reported at this time.